Manufacturer narrative:
Consumer admits to leaving the heating pad plugged in while not in use, which is a violation of the instructions and warnings provided. Consumer discarded product.

Event description:
Consumer is alleging that a heating pad caught on fire and damaged her curtains, wall and furniture. Consumer had used a heating pad two days earlier. It was turned off, but was still plugged in at the time of the incident. There was not a report of injury with this incident.